Event description:
During an arthroscopy of the knee left thigh filled with fluid within 10 minutes of starting the procedure. Fluid was stopped, small incision (1 1/2") made on the thigh to relieve pressure. After 10 - 15 minutes, the procedure was completed as open incision.